Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5059702 / 5059704, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not receiving sufficient relief. It was also reported that there was a fluid built up in the soft fatty tissue but there was no infection. The patient underwent an explant procedure. It was noted that there was no issue with the scs device.